Event description:
Single caregiver placed resident laying in bed, into a sling and attached it to tempo lift. Began raising the lift, but looked away to reposition wheelchair and looked back to see resident coming out of the sling, head first. Reached for resident, but he sustained a fall to floor and fractured his humerus. Resident taken to hospital for treatment. (B)(4).